Event description:
Healthcare professional reported "my patient has an upcoming implant exchange". Later, healthcare professional reported "rupture" diagnosed by mammogram and ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.